Event description:
It was reported that a revision surgery was performed on (B)(6) 2015. The patient had a l4-s1 posterior spinal fusion with synthes uss in 2006. The patient developed stenosis and adjacent level disc disease at an unknown time above the level of the l4-s1 fusion performed in 2006. There were no issues with the hardware from 2006 and the patient had a solid fusion. During the revision on (B)(6) 2015 the surgeon removed the uss nuts, collars, and rods. He left the l4-s1 screws from 2006 in place. He then placed new uss screws at l2 and l3. He then performed a decompression at the l2 and l3. He then contoured a new rod and connected the rods to the screws from l2-s1. He successfully completed the procedure without any complications. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
Additional product codes: mnh, mni. Implant date reported on a unknown date in 2006. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.